Event description:
It was reported the pt is experiencing pain in his abdomen. The pt has met with several physicians and they have ruled out any kind of gi problems. The pt said multiple physicians suggested the leads could be sitting on a nerve. The pain is constant regardless if the stimulation is on or off. The pt saw his implanting physician and they could not find any evidence of what could be causing the abdominal pain. An sjm representative met with the pt and reprogramming initially resolved the issue. Three weeks later the pt reported the abdominal pain returned. The physician has reassured him the abdominal pain is not related to the stimulator. However, the pt has requested an explant. The pt reported he is not receiving effective stimulation. An sjm representative met with the pt again and reprogramming resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.